Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008, lab: 5.2, inratio: 2.5. Per text "patient was given plasma and blood transfusion in the hospital." This is adverse event.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, mean: 5.2, inratio: 2.5, confidence limits: 3.85, lab: 2.3 - 5.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Per text "patient was given plasma and blood transfusion in the hospital." This is adverse event. Per test "patient is still in the hospital". Products will be tested when returned.